Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable. Before, during and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level during the implanted period reaching eri level when received in the lab. Visual inspection of the header and connector found no anomaly related to the field concern. Electrical and mechanical analysis performed at nominal conditions indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.